Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during routine follow-up of an asymptomatic patient, low impedance was observed on the right ventricular lead. The pacing configuration was reprogrammed and all other electrical values were normal. The patient would be monitored.